Event description:
During the thoracoscopic mechanical pleurodesis procedure, the covidien valleylab tip cleaner scratch pad was being utilized to abrase the pleura inside the thoracic cavity. The pad would be cut in half in order to fit through the incision, folded in half and then used to abrase the pleura. This happened multiple times in the procedure. After the procedure, the post-op x-ray revealed two linear opacities in the left thoracic area. The most likely explanation was that the pad was cut in half parallel and very close to the radiopaque thread, which is underneath the adhesive side of the pad. At some point, use of the pad loosened the thread and two pieces were retained in the patient's thoracic cavity. It was determined that retrieving the two pieces of radiopaque thread would create more harm that leaving the pieces retained in the patient.